Manufacturer narrative:
The device has not been returned, therefore no device evaluation could be performed. Review of manufacturing and sterilization records showed the device met specifications. Per discussion with the clinical specialist, the snare properly captured the filter retrieval hook and maintained control of the filter. Due to the filter not being entirely pulled into the retrieval sheath, one of the caudal anchors remained outside the sheath and became lodged in the tissue surrounding the jugular access site. The IFU states, " once the filter is fully collapsed inside the retrieval sheath, retract the filter, snare, and retrieval sheath as one unit out through the 11f access sheath." There is no indication that the snare retrieval device malfunctioned. It appears that the directions, as stated in the IFU, were not completely followed. This event occurred in (B)(6). If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a jugular vena cava filter retrieval procedure, allegedly, the filter could not be pulled into the sheath entirely. A caudel anchor was left outside of the sheath and got stuck on a muscle upon removal. A small incision was made to widen the access site, and the filter was retrieved successfully. There was no patient consequence or impact.